Manufacturer narrative:
Investigation: one photo and one video were received and evaluated. It was observed the retraction mechanism activated at the 0.3ml marking and the cutter was unable to reach the needle hub for the needle to retract. Based on the verbatim it appeared an excessive amount of force was applied during the injection that caused the medication to rapidly expel from the syringe and activate the retraction mechanism prematurely. Potential root cause for the premature activation defect is associated with customer training. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It has been reported that one syringe integra 3ml w/ndl 25x1 rb has been found experiencing needle retraction failure during use. The following has been provided by the initial reporter: material no.: 305270; batch no.: unknown. It was reported by the consumer that when the needle was poked into his arm, the friend went to push the liquid in and the needle instantly shot into his arm and the needle did not retract. Reference number for product 305270 it is your precisionglide retractable needle I've just started using these and I'm very unimpressed so far. My friend went to give me a needle today and he poked it into my arm and as he went to push the head to push the liquid in it instantly shot into my arm all at once not only that the needle did not retract I almost had to go to hospital, if the needle had been full I would be in the hospital right now. Consumer did not seek medical attention. Stated, his arm is a little sore but ok. Stated, needle did not retract. Stated, a friend was giving him the injection when incident happened. Does not want to use same gauge syringe. Looking for 18g. Sample available cl.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one syringe integra 3ml w/ndl 25x1 rb has been found experiencing needle retraction failure during use. The following has been provided by the initial reporter: material no.: 305270 batch no.: unknown. It was reported by the consumer that when the needle was poked into his arm, the friend went to push the liquid in and the needle instantly shot into his arm and the needle did not retract. Reference number for product 305270 it is your precisionglide retractable needle I've just started using these and I'm very unimpressed so far. My friend went to give me a needle today and he poked it into my arm and as he went to push the head to push the liquid in it instantly shot into my arm all at once not only that the needle did not retract I almost had to go to hospital, if the needle had been full I would be in the hospital right now. Consumer did not seek medical attention. Stated, his arm is a little sore but ok. Stated, needle did not retract. Stated, a friend was giving him the injection when incident happened does not want to use same gauge syringe. Looking for 18g. Sample available cl.